Manufacturer narrative:
Investigation included technical support review and guided troubleshooting focused on device pairing and data transmission. Investigation of this case revealed that the glucose readings resumed without hardware replacement and no definitive device malfunction could be confirmed. It was concluded that the event was consistent with intermittent connectivity or pairing failure with cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that an ilet user experienced pairing failures between the ilet and freestyle libre 3 plus sensors, resulting in absent glucose readings until the sensors later began transmitting data; user education and troubleshooting were provided, and responsibility for the pairing failure could not be attributed to a specific device. Symptoms included hyperglycemia with reported glucose values of 410 mg/dl and 304 mg/dl without associated clinical symptoms. Outcomes included no alerts or alarms reported and no medical intervention or hospitalization.